Event description:
The user facility reported to Terumo Cardiovascular that during cardiopulmonary bypass, there was an oxygenator failure. First pO2(Partial Pressure of oxygen) at 100% FiO2 (Fraction of inspired oxygen), 3 LPM (liters per minute), sweep was 390, subsequently dropping to 244 and then 130 and then in line readings as low as 70. Cross tested with oxygen tank to double verify. An FX25 was cut in to supplement mid case. *No Health Consequences or Impact.*Procedure completed successfully with 25-50cc of blood loss.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, Terumo references evaluation conclusion code 11.